Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model vnl11-j10 is available in the USA with a 510k number k172156. We checked the returned unit and confirmed that the ccd module cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the objective lens unit cloudy (not clear view), the insertion flexible tube (ift) buckled, the light guide cable disinfections damage, the light guide cable for control body disinfections damage, and the light guide cable for prong disinfections damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (cloudy).